Manufacturer narrative:
Upon review of the alarm history, several sample quality-related alarms were observed. Preventive maintenance is performed twice a year, the last time in may 2022. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling leading to poor sample quality.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys cea assay on a cobas e 801 analytical unit. The sample initially resulted in a cea value of 58.9 g/l. This result was reported outside of the laboratory and the patient underwent additional medical examinations in another hospital that turned out to be negative. The sample was repeated resulting in a value of 2 g/l. On (B)(6) 2022, the sample was repeated on the same analyzer, resulting in a value of 2.32 g/l. On (B)(6)2022, the sample was repeated on a second analyzer resulting in a value of 2.4 g/l. The laboratory amended the initial report to 2.4 g/l. The cea reagent lot number was 60734001 with an expiration date of 30-jun-2023.